Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Although the exact root cause remains unknown, the customer's experience is likely due to retracting the deployment mechanism prior to full deployment. If the device is retracted prior to full deployment, the supports may retract away from the tissue bag and cause the tissue bag to fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Robotic nephrectomy - the plunger was pushed down towards the shaft, but the prongs did not fully open. It was mentioned the prongs were getting caught in the shaft and did not fully open into the patient. It was also mentioned that the plunger may have been partially deployed, retracted, and then redeployed. The bag was disposed by the facility, but pictures are attached. Additional info received via email from sales rep on april 19, 2017 - the bag was taken off the prongs manually after the procedure. Type of intervention - used another competitor bag to finish procedure. Patient status - no patient injury.